Manufacturer narrative:
(B)(6) 11/12/15 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit alarms are not functional. The key failure is the power switch has a short circuit and has no alarm.